Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery alert and they go through batteries every day. Once the alert gets clear the insulin pump receives a motor error alarm. It was stated that it has been occuring 3 to 4 times a week for the past 4 months. The customer was able to complete the rewind sequence. The blood glucose reading was 325 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed the motor test. The insulin pump has normal operating currents. No unexpected low battery alarm noted. The insulin pump was received with cracked case at the display window corner, battery tube threads, broken belt clip slot and minor scratched display window.